Manufacturer narrative:
At this time, the device has not been returned. If the device is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable pacemaker exhibited right atrial (ra) impedance measurements of greater than 2500 ohms. The device was at elective replacement indicator (eri). A surgical revision was performed, and the device was explanted and replaced. No additional adverse patient effects were reported.